Event description:
It was later reported by the physician that the patient had passed away on (B)(6) 2016. Since this was a date in the future, further attempts were made to find the actual date. An obituary was later found confirming the original date given was a typo in the year. The obituary matching this patient stated the patient had passed away on (B)(6) 2014. The physician stated the patient passed away due to failure to thrive and the death was not related to vns.

Event description:
It was reported by the physician the patient had passed away. No additional information was provided. Attempts to obtain additional relevant information have been unsuccessful to date.